Event description:
Per the audiologist, the patient experienced a loss of osseointegration, resulting in fixture loss. There are no plans to reimplant the patient with a new device at the time of this report.